Manufacturer narrative:
H3: the actual sample was not available however, a picture was provided for investigation. The visual inspection of the provided photo showed the monitor of the dialysis machine with the detected leak alarm. No photo with the defective ultrafilter was available. The reported condition could not be verified, however, based on previous investigations, the most likely failure is due to a crack in the housing near the welding zone. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after therapy, one (1) unit of u9000 ultrafilter had an external fluid leakage. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.